Event description:
"Physician was using device for approx 10 mins when the shaver started splintering into the shoulder. The metal shavings were left in the pt. There was no serious harm caused to the pt."

Manufacturer narrative:
At the time of this report, the investigation of the returned device was still in progress.